Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the patient noticed a crack on the battery compartment when the pump repeatedly rebooted. Patient stated that while no damage to the battery cap was observed, the battery cap did not tighten properly. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found pump reboot events on 10/18/2013. The time and date was incorrect on the return pump. Investigation found that the threads on the battery cap were stripped and the battery compartment was cracked. The battery cap was unable to secure properly onto the pump due to these damages and power loss was observed. The rewind/load/prime steps were not performed and the pump was not exercised due to an unresponsive ¿down¿ button. Unrelated to the power issue, the pump powered up to a dim and discolored verifying screen with the appropriate audible and vibratory alerts. In addition, the keypad cover was found torn. The ¿down¿ button was unresponsive while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the keypad button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.